Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) did not expand to stop the bleeding successfully. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and 5f non-cordis sheath. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The plug was deployed to the proper location, and fingertip compression was maintained on the skin during removal of the device. Pulsatile bleeding was noted instantly after plug deployment/device removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts made before access was achieved. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inability to achieve hemostasis¿ could not be confirmed since due the nature of the complaint, the event reported could not be properly evaluated and the sealant was not returned for evaluation. With no procedural images, the cause of the reported event cannot be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis as was done in this case. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not expand to stop the bleeding successfully. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and 5f non-cordis sheath. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The plug was deployed to the proper location, and fingertip compression was maintained on the skin during removal of the device. Pulsatile bleeding was noted instantly after plug deployment/device removal. No anticoagulants, antiplatelets, or thrombolytics were used, and there were no multiple stick attempts made before access was achieved. A 5f non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.